Event description:
The iab was inserted into the pt on 03/28/97 at 5:00 p.m. And removed on 03/30/97 at 8:45 p.m. The iab did not malfunction. As a result of the event, there was bleeding and a small retroperitoneal hematoma. (Event complications: bleeding/small retroperitoneal hematoma reported 06/30/97). (Pt's current status: discharged-rpt'd 06/30/97).